Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. It was stated the device could not be located at the facility. Since there was no device returned, inspection could not be performed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: - user attempts to cut staples or clips, - user attempts to cut non-soft tissue, - user attempts to cut excessive amount of tissue. The instructions for use (IFU) state: - do not directly apply current to staples or clips. - instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. - if cutting of staples or clips is attempted, damage to instrument may occur. Should the device become available for return, the investigation will be reopened. The reported event will continue to be monitored through post-market surveillance. (B)(4).

Event description:
It was reported the laparoscopic shears were not sharp. The shears were replaced to complete the procedure. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.